Event description:
Pt had an acurance plus angiocath 22g inserted. Three days later when IV was discontinued, the catheter was missing from the hub. The pt's arm was x-rayed but no foreign body was seen. A recent CT scan was also reviewed but nothing was seen. Physician was notified but did not feel it would cause a problem for the pt.